Manufacturer narrative:
The innercool stx surface system (sn (B)(4)) was received with no physical damage. During functional testing, it was observed that the circulation wheel indicator was not spinning, confirming the customer reported event. The root cause for the observed issue is due to a dirty water filter. As part of routine service, the device was examined and found no other issue. Consoles water filter, flow switch, and reservoir was cleaned and preventive maintenance procedures were performed; the device was further tested and passed all testing specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the innercool stx surface system with serial number (B)(4).

Event description:
During system set-up, an issue with the innercool stx system (sn (B)(4)) was observed. The flow indicator was not spinning indicating no fluid circulation on the cooling pads. The issue occurred prior to patient use, no patient involvement.